Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg could no longer communicate with their external devices since the patient experienced a fall. The patient also lost therapy due to lack of charging their ipg (as recommended) rendering it inoperable. As a result, patient underwent surgical intervention to remove and replace the ipg. Surgical intervention is believed to have resolved the patient's issue.